Event description:
During embolization procedure for an av fistula, balloon on catheter ruptured. When catheter was removed from vascular site, balloon was no longer attached. FDA safety report ID: (B)(4).